Manufacturer narrative:
(B)(4).

Event description:
It was reported that a sensor connection issue occurred. Data was evaluated and the allegation was confirmed as early sensor expiration. The probable cause of the sensor expiration could not be determined. The reported event of a sensor connection issue is reportable based on the finding of early sensor expiration. No injury or medical intervention was reported.